Manufacturer narrative:
(B)(4). The initial manufacturer report was incorrectly filed as a 5-day report. The correct type of report is a 30-day report.

Event description:
Subsequent to the initial medwatch report filed, additional information obtained: the interventional ablation procedure was performed via right femoral vein using preclose technique. The venotomy was 6 f. When the proglide plunger was removed, the sutures pulled out of the vein.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) failure to follow steps/instructions - a femoral angiogram was not taken. Per instructions for use: under warnings - perform a femoral angiogram to verify the location of the puncture site. (B)(4) incorrect anatomy - the proglide was used in the right femoral vein. The perclose proglide smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic or interventional catheterization procedures using 5f to 21f sheaths. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The other three proglide devices referenced are filed under separate medwatch MFR reference numbers. Additionally, seven unused, sterile devices with same lot number as reported device were returned for evaluation. Functional testing was successfully performed on the sterile devices. No manufacturing issues or abnormal observations were detected.

Event description:
It was reported that suture placement with a proglide device was attempted in the right femoral vein using the preclose technique prior to a transeptal atrial fibrillation ablation procedure. The arteriotomy was 6fr and during the procedure the sheath was upsized to 12fr. Reportedly, when the plunger was removed, the sutures pulled out of the artery. An additional three proglide devices were used with the same results. Two additional proglide devices were used for successful suture placement using the preclose technique. The interventional procedure was completed and hemostasis was achieved using the pre-placed sutures from the two proglide devices. There was no reported adverse patient sequel. There was no reported clinically significant delay in the entire procedure. It was reported that the physician is trained in the use of the proglide device; however, it is unknown if they are established in the preclose technique. No additional information was provided.